Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro. Location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that a frame grabber error was occurring, resulting in intermittent issues with 3d image acquisition transfers. The computer for the viewing station of the imaging system was then replaced. The imaging system was then found to not show the mfg features when replaced. The computer for the imaging system was then replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect computers have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, images would not transfer from the imaging system to the navigation system. The images were reported to have nav tags next to the 3d portion. Images could not be manually pushed to the navigation system. The first image acquisition was found to be corrupted due to the pendant moving. The second image acquisition was found to have issue with a frame grabber rate. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon elected to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.